Event description:
Boston scientific crm received information that upon interrogation, this cardiac resynchronization therapy defibrillator (crt-d) in association with the transvenous defibrillation lead exhibited <20 ohms shock impedance. Shock impedance had historically been noted in the 50's but has intermittently exhibited <20 ohms. Even with isometrics, the values were noted as within normal limits. A possible defibrillation lead insulation issue was suspected. The following physician had not done isometrics, chest x-ray, or maximum energy shock testing to date. It was not known if the patient had twiddler's syndrome or not either. There was no report of adverse patient symptom associated with these clinical observations.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service. If new information becomes available, this report will be further evaluated and updated.

Manufacturer narrative:
Additional information has been received regarding this issue. The boston scientific field representative reports that this right ventricular (rv) lead continues to display low shock impedance measurements. Isometrics were performed and there was no noise observed. The physician is electing to continue to monitor at this time since this is a known issue. No adverse patient effects were reported.

Manufacturer narrative:
Most recently, information was received to boston scientific that the local area sales representative did do a device follow-up, performing a commanded 31 joules shock with an shock lead impedance (cli) testing measurement result of 47 ohms. The following physician elected to monitor only at this time. A max energy shock was going to be done in the near future to test the system. The boston scientific technical services consultant recommended replacing the lead at this time, instead of performing a maximum energy shock would result in a shorted condition of the device and recommended device replacement. It was not known at the time of this report whether the lead had been replaced of if a maximum energy shock had been tested. If new information becomes available, this report will be further evaluated and updated.